Event description:
A medtronic rep reported that when the surgeon hammered on the apt handle, the screw on the spine frame at the starburst would loosen. The surgeon had to constantly monitor the screw and tighten it when it came loose. This did not result in any inaccuracies. The medtronic rep reported that the surgeon was not using a large hammer and was not hitting the apt handle very hard. He said that they would fully tighten the screw each time, but it still came loose. The procedure was successful. There was no impact on the pt outcome.

Manufacturer narrative:
Pt weight not available from the site. Lot number unk at time of this report. Device manufacture date is dependent on the lot number and not available. Device evaluation has not been performed as of the date of this report.